Manufacturer narrative:
Section 3: report source updated. A total of two visipro devices were used, both of which dislodged from the balloon requiring deployment of a third stent. Other visipro device which dislodged reported in 2183870-2019-00460 additional information: severe resistance was encountered during advancement of the device. Pre-dilation not performed as the balloon could not be advanced through the lesion. The additional stenting was required as the original stent was deployed in an unintended site. The additional stent was deployed in the target lesion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A visi pro stent was attempted to be used with a 7fr non-medtronic sheath and .035 wire during treatment of a 30mm calcified lesion in the patient¿s mid left common iliac artery of diameter 7mm. Slight vessel tortuosity and severe calcification are reported. Lesion exhibited 99% stenosis. IFU was followed and the device was prepped without issue. Pre-dilation was not performed. The device was passed through a previously deployed stent. It is reported that stent dislodgement occurred during attempted removal following failed delivery. The stent strut is reported to have become caught on the sheath tip when attempting to removed. This resulted in the stent becoming dislodged from the balloon. The balloon was advanced back through the stent and deployed in the external iliac artery.